Event description:
It was reported that a half day infusor leaked during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot number 13n030 was manufactured december 6, 2013 ¿ december 9, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be an inadequate ultrasonic weld at the welded area of the volume indicator. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the sample was received for evaluation. Visual inspection of the received unit identified fluid inside of the housing. A functional leak test was performed, which identified a leak at the welded area of the volume indicator port located inside the infusor housing. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.